Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
It was stated that blood glucose tests done on subject meter had results of 22 and 82 mg/dl. A home care nurse (name unk) called to report low reading. She retested using a different vial of test strips and obtained an acceptable result, no specifics given. Troubleshooting was incomplete, and no further info was provided. On follow-up, the meter user had only a first name for nurse. He wasn't able to complete troubleshooting or do a control test at that time. Will call again, and the lifescan rep will follow-up if further problems.